Manufacturer narrative:
Pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 37 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.